Event description:
It was reported that in the ICU after the catheter was placed, a leak between the catheter and snaplock adapter was found. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt. (B)(6) is looking into how long the catheter was in use prior to the occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.